Event description:
The customer reported the touchscreen calibration keeps resetting; touchscreen loses its calibration every time the unit is turned off; user has to calibrate the screen when it is turned on; touch screen accuracy issues; corners of screen are not responding. The customer reported there was patient involvement and no patient harm.